Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that multiple episodes of noise were observed. The noise was not reproducible with provocative and isometric movements. Review of session records revealed emi interference, oversensing of myopotentials, and crosstalk. Programming changes were recommended and the physician elected to schedule an early follow-up. Patient condition is good.

Event description:
New information received indicated oversensing episodes were observed during routine follow up. Programming changes were made. Patient condition is good and will continue to be followed-up.